Event description:
It was reported during a da vinci prostatectomy procedure the pk dissecting forceps instrument had a wire sticking out at the wrist. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. Other cables at wrist were not damaged. No other damage found.